Event description:
The complainant reported an over-delivery of feeding for a male pt using a quantum pump, list #50598. It was reported that the pt came into the ER with an acute myocardial infarction, was not conscious and was unresponsive. The pt was from another state so no medical info was available. It was reported that the far right digit on the liquid crystal display screen was not visible and the pump was set at a rate of 250 ml/hour rather than of the intended 25 ml/hour. That pt was given lasix (amount unreported). The pt expired and they were unable to determine if the pump contributed to the pt's death.